Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported the connector near the patient was broken. The event occurred during infusion with an unspecified medication involved. There was no other physical damage noted. There was patient involvement, no patient harm and no healthcare provider harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. E1 initial reporter phone number: ext. (B)(6).